Event description:
It was reported that while monitoring a patient with the quik-combo electrodes, the device displayed dashed lines and prompted a "connect electrodes" message on the screen. There were no adverse effects to the patient as of result of this failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.